Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the soft grey tip of the sheath had been torn and detached. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the sheath tip detachment remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a detached sheath tip.